Event description:
Account alleged that left calf fell off the foot support. The account stated "the screw will not hold the calf support in place." No injury reported.

Manufacturer narrative:
To repair the unit the account replaced the calf support assembly.